Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. The technical support informed the customer that the problem could be the flow sensor,the exhalation valve body,the exhalation diaphragm or the transducers. It was mentioned that if the calibration on the main pcb fails then the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was alarming transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.